Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (19018-0247-p) for the device was fully charged, but was not being recognized by the unit or cadex charger. The device was not in use on a patient. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 0v. Upon installing the battery into a known working mrx without an external power source, the unit displayed a red x in the rfu indicator and the device subsequently failed to power up. After leaving the battery in a device for less than an hour, a battery capacity test was performed and 5 led indicators illuminated indicating that the battery was at least 80 percent charged. The rfu indicator changed to a black hourglass and subsequent shock tests resulted in the delivery of successful manual shocks with outputs measured to be within a passing range. A battery gas gauge test was completed but the measured values were intermittent and inconsistent resulting in conflicting error messages. When the battery was then inserted into a cadex charger, the battery experienced intermittent communication issues with multiple failed responses to trickle-charging attempts. Upon conclusion of the evaluation, it was verified that the battery was faulty and the component was scheduled to be returned to the vendor.

Event description:
It was reported to philips that the battery ((B)(4)) for the device was fully charged, but was not being recognized by the unit or cadex charger. The device was not in use on a patient.